Event description:
At the last 3 pump refills, up to 5 mls more than the expected reservoir volume was aspirated from the pump before the refill; the volumes were provided for the 2008 visit (expected volume was 7.2 mls; the actual volume was 12.4 mls) and the 2008 visit (1 ml was expected; the actual volume was approx 5 mls). The pump was always fully refilled with 20 mls. The pump log showed no irregularities. The pump dosage was similar to what had been used in the old pump. The pt experienced unspecified withdrawal symptoms during the entire time. The pt stated the pump seemed to work, but had only a 30% impact for the last few months. The catheter was replaced, because it was suspected to be the cause of the pump volume irregularities. The new catheter was implanted; "liquor" flow was checked before connecting the sutureless connector; and the position of the catheter was checked and found "ok" using fluoroscopy. The volume discrepancies were still present after the replacement. Ten days later, the expected volume was 15.5 mls; the actual volume was 19 mls. The following month, the expected volume was 11.7 mls; the actual volume was 19.5 mls. The pump was filled with sodium chloride and programmed to minimal flow rate. The pt was taking oral pain medication to cover. There was no pt injury. The hcp planned to do an x-ray examination of the catheter with contrast medium and if this did not indicate a catheter problem, he planned to replace the pump. The pump was used to deliver morphine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.